Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 573 mg/dl. Customer stated that the insulin pump kept getting no delivery alarms. Troubleshooting was done for no delivery alarm. Customer was advised to disconnect at the quick release. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer was unable to remove set at this time to test site portion of infusion set. Customer was advised to change the entire infusion set system. Customer stated that they ran self test and displacement test and both tests were passed. Customer declined to troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.